Manufacturer narrative:
The account found the head up valve was defective. He replaced the head up valve to repair the bed.

Event description:
The account alleged the head section will not run up. The manual pump pedal pressure was hard.